Manufacturer narrative:
The hill-rom technical support representative suggested that the account replace the utv pcb. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Communications: inspect and test the communication junction box. Test the sidecom communication system features for proper operation. Inspect the communication cable including the male and female pins in the plug. Test the nurse call super capacitor for proper operation. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed was not sending nurse call. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).